Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to get confirmation of the issue by reviewing past patient results and observing false low results. The fse inspected the analyzer and found the alignment of the hybrid arm was misaligned, which could have caused intermittent sampling issues during vitamin d (vit d) conjugate dispensing. The fse adjusted the alignment of the main incubator and hybrid arm, verified their clot detection and level sensing, then cleaned their sampling nozzles before testing for leaks. The fse ran cup transfer macro then reran the patient samples with results within specifications and no issues recurring. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The vitamin d analyte application manual states the following: limitations of the procedure. Do not use hemolyzed samples. Using hemolyzed samples will give erroneous results. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 25-oh vitamin d, the highest measurable concentration of 25-oh vitamin d in specimens is 120 ng/ml, and the lowest measurable concentration in specimens is 4 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 165 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 120 ng/ml. Heterophile antibodies are known to interfere in assays of this type. St aia-pack 25-oh vitamin d has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this sheet. Specimen collection and handling. Do not use hemolyzed samples. Hemolyzed sample will give erroneous results. Serum, na heparinized plasma or edta plasma is required for the assay. Citrated plasma should not be used. When using serum, a venous blood sample is collected aseptically without additives. Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. When using na heparinized plasma or edta plasma, a venous blood sample is collected aseptically with the designated anticoagulant. Centrifuge and separate plasma from the packed cells as soon as possible. Inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. Samples containing inhibitors of alkaline phosphatase may cause erroneous results. Inspect all samples for air bubbles and foaming. Remove any air bubbles prior to assay. Specimen types should not be used interchangeably during serial monitoring of an individual patient. Measured concentrations may vary slightly between sample types in certain patients. Samples may be stored at 2 - 8 °c for up to 48 hours prior to analysis. If the analysis cannot be done within 48 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to the assay, bring frozen samples to 18 - 25 °c slowly and mix gently. The sample volume required for pretreatment is 60l. The most probable cause of the reported discrepant vitamin d (vit d) results were due to the misalignment of the main incubator to the hybrid arm.

Event description:
A customer reported low discrepant patient results for vitamin d (vit d) and results were normal after re-run on the aia-2000 analyzer. The customer stated that there were six (6) patient samples with low test results (<4 ng/ml) but only provided handling information for five (5) samples. A technical support specialist (tss) assisted the customer over the phone with the reported event. There were no qc or mechanical issues, according to the customer. The customer informed the tss that all samples were from satellite locations and were usually shipped in a cooler and run within two (2) hours or stored in the fridge if not tested the same day. The customer indicated that they use a serum-separating-tube (sst) (yellow with gel separator). The tss advised that tosoh recommends red top tubes with no gels or additives, and to store pour off rather than using original vials. A field service engineer (fse) was also dispatched to address the reported event. There was no clinical significance or treatment change based on the discrepant results.